Manufacturer narrative:
Analysis of the catheter found ¿catheter body-deformed in shape and or abrasion; did not affect infusion¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal dilaudid 4 mg/ml at 0.7506 mg/24 hrs and bupivacaine 4 mg/ml at 0.7506 mg/24 hrs via an implantable pump for unknown indications for use. It was reported that the patient stated she was at a movie/ride that holster her around and since then she had been having various symptoms such as abdominal pain and diaphoresis. A dye study was done by the hcp and he was unable to aspirate. Logs were checked on (B)(6) 2024 and no system events were noted. The catheter was fully removed and replaced with a new catheter on (B)(6) 2024. The cause for new patient symptoms was unknown. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight was provided and medical history included chronic pain.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8709sc (lot: n123195004); product type: 0184-catheter; implant date (B)(6) 2007; explant date (B)(6) 2024; UDI: (B)(4); ubd: 2009-09-20. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative via the healthcare provider (hcp) reported that the the cause of the inability to aspirate the catheter was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.